Event description:
Philips received a complaint by the customer on the v60 indicating that while the unit is plugged in and turned off, it would intermittently alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that while connected to ac power and the internal battery is connected, the unit does an intermittent beep. Display does not appear and the unit does not cycle. The customer installed a philips battery. Recommended replacing the power management (pm) printed circuit board assembly (pcba). Investigation is ongoing.

Manufacturer narrative:
The customer ended up replacing the pcu pcba board to resolve the reported issue. She was able to reprogram the serial #, add the power on hours, and installed the software options. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.